Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic bariatric bypass, the stapler was able to fire and there was bleeding of not more than 500cc on the gastro-entero or entero-entero anastomosis. There was melena. Clinical intervention was needed.